Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with high shock lead impedance measurements. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that the shock lead impedance measurements had been increasing since 2012 but were still in range at 111 ohms. The pacing impedance measurements have remained stable and within normal range. A review of the stored episodes found no noise detected on either the ventricular or shock channels; however, one episode showed a strange signal. This occurred during a ventricular fibrillation (vf) where both anti-tachycardia pacing (atp) and a shock was delivered that successfully converted the arrhythmia. The shock impedance measurement during the shock delivery was in range at 90 ohms. Additional information was reported that the ICD detected a high out of range shock impedance measurement on the rv lead. The field representative was contacted and stated that no additional follow ups were performed or have been planned. The physician felt it was not necessary as the gradual increase in shock lead impedance measurements had been observed previously. The patient will continue to be monitored normally. No adverse patient effects were reported.

Manufacturer narrative:
The device and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.